Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. (B)(4).

Event description:
It was reported that the insulin pump had replace battery alert. The customer¿s blood glucose level was 159 mg/dl at the time of incident. The customer received a low battery alert prior to the replace battery alert. The customer stated that the battery was not previously used. Customer stated that the battery cap was not loosed, cracked or damaged. Troubleshooting was performed. The customer was advised to the insulin pump would need to be replaced and they may continue to wear insulin pump until replacement arrives. The insulin pump will be returned for analysis.